Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3ml ll w/blunt plastic cann was missing scale markings on 6 occasions. The following information was provided by the initial reporter: material no: 303346, batch no: 0087141. It was reported that: customer noticed scale markings missing from barrel of syringe.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll w/blunt plastic cann was missing scale markings on 6 occasions. The following information was provided by the initial reporter: material no: 303346 batch no: 0087141. It was reported that: customer noticed scale markings missing from barrel of syringe.